Manufacturer narrative:
The device was returned to olympus for inspection; the complaint was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube scratched with sharp edges. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited outer tube scratched with sharp edges. There was no patient involvement.